Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported the loudspeaker was defective. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Attempts were made to determine if the speaker produced sound at the time the issue was discovered, but no further information was received. Diagnostic/functional testing was performed at the philips authorized repair facility. A bench repair technician (brt) confirmed the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.